Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (520 mg/dl). Customer was treated with insulin injections and intravenous fluids. The issue was resolved and the customer was discharged the same day with no permanent damage. Customer was unsure of the cause but was told while hospitalized that the event was pump related; however, this was not confirmed. Customer reverted to manual injections for insulin therapy. Pump data was reviewed by tandem technical support and no issues were identified. Although requested, no additional information was provided.